Event description:
It is reported that a customer has been having issues with their sensors constantly bending during insertion. The patient's blood glucose was at 235 mg/dl. The customer was assisted with trouble shooting and was informed that the sensor needs to be replaced. Customer states the needle hub assembly did not release from the serter. The customer was advised that the customer was advised to send the sensor and serter back for analysis because there may be a possible issue with the hub or serter. The customer was sent a new sensor. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.